Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. Installed a water filled test reservoir, and primed pump. Verified the units left in the test reservoir and the units left on the display matched (291 units). Set a basal rate for 1 u/hr and monitored the pump for five (5) days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose value of 28 mg/dl. The customer was at 70 mg/dl at the time of the call. The customer was treated with glucagon and intravenous fluids. The customer was not wearing the insulin pump during the hospitalization. The customer stated that their blood glucose level was 114 mg/dl when they had filled their reservoir prior to sleeping. When they woke up their blood glucose level dropped. The customer treated their blood glucose levels with juice and protein but their blood glucose value kept dropping. The customer decided to go to the hospital where they found out that their reservoir was empty because insulin pump had been delivering 100 units of insulin without the customer's knowledge. The customer downloaded the carlink report to find out that the insulin pump only recorded the the device was delivering 12.6 units the entire day. The customer believes that the insulin pump was over delivering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 70 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over delivered insulin. The insulin pump will be returned for analysis.